Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures was present in the insulin pump trace download and hardware low level failures alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. Device communicated properly with glucose sensor simulator and the guardian 2 link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No sensor signal not found alerts noted during testing. No pump error alarms noted during testing.